Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was completed and found that the electrocardiogram (ECG) connector on the link electronic module (lem) board was loose. It was also found that the lower case feet were worn. (B)(4)

Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification.&#2068;here was no patient involvement.